Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and moisture damage. Customer's blood glucose at time of incident was 147 mg/dl. The customer reported that the device was exposed to pool water. Customer stated that pump was thrown in by child. Customer stated that the pump display went blank immediately after pump exposure to moisture. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.